Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. (B)(6). Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the very first line is too thick, located too low, the space between the next line is too narrow which makes it unable to measure dose correctly. The returned syringe was tested using the plug gauge and the scale marking placements fell within specifications. All scale markings were clearly legible and were not overlapping with each other. A review of the device history record was completed for batch# 7254984. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200717356, 200717355] noted for excessive ink. There was one (1) notification [200717263] noted for scratched print. There were six (6) notifications [200717293, 200717292, 200714211, 200714210, 200714180, 200718089] noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the first scale marker on the bd insulin syringe with bd ultra-fine¿ needle was too thick and low, making the space between the next line too narrow to measure correctly. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported the first scale marker on the bd insulin syringe with bd ultra-fine¿ needle was too thick and low, making the space between the next line too narrow to measure correctly. Noticed before use. There was no report of exposure, injury, or medical intervention noted.